Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the accidental failure of the emergency light due to the life of the emergency light or the breakage of the filament due to an impact such as vibration.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the spare lamp indicator of the device was on during preparation for use. Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited and found that the spare lamp was fused and a spare lamp error was displayed. Reportedly, the examination lamp of the device did not light and the spare lamp was not working. There was no report of patient injury associated with this event.